Manufacturer narrative:
Additional information: section a-3b patient gender: female. Section a-4 patient weight: unknown/asked information was not provided. Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The plunger tip of the drn00v model intraocular lens (iol) scraped against the right side of the cartridge wall, thus scratching the lens. The incision was enlarged and the iol was removed however, there was no serious patient injury, no sutures, and no vitrectomy. The procedure was completed successfully using a backup drn00v 22.5 iol that was implanted in the patient¿s ocular dexter (right eye). Patient prognosis post-procedure was reported as great. No further information is available.